Event description:
Customer reported that a problem was noted during use when the clinician could not get the lma-proseal to hold an airway seal. The device was then removed and immediately replaced with another lma-proseal. Upon inspection, the clinician found that the cuff inflates asymmetrically. It was reported that there was no consequence or injury to the patient. The user facility returned the lma for evaluation. The examination showed that the lma-proseal was returned in good condition with a slightly yellowed airway, drain tube and biteblock. The connector appears lightly crazed. The exam indicates that the rear boot is visibly herniated and can be seen without need for inflation. When deflated, the device does not form a smooth shape. The cuff also inflates asymmetrically indicating that the cuff has ruptured internally on one side. Further investigation confirmed this observation. It is probable that the hernia has occurred as a result of the mask being overinflated in the autoclave, after air or water was left in the mask during sterilization. The heat and vacuum of the autoclave causes the air (or water) to expand, overinflating the mask until a component fails. In this case, the rear boot hernia and internal cuff ruptured. It is essential that the mask is deflated immediately prior to sterilization or rupture of the lma-proseal will occur. Need to verify that all air is removed prior to placing in the autoclave.